Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultramini meter read inaccurately erratic. The patient normal medication regimen consists of the following: novolog (1 unit per 15 grams of carbs) and lantus insulin (11 units at bedtime). The reporter indicated that the alleged meter issue started the same day, at around 1:10 am. She reported blood glucose results of "402, 219, 174, and 134 mg/dl" with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Fifteen minutes after the alleged issue began, the reporter claimed that the patient developed symptoms of having a seizure, shakiness, and chills. At 1:26 am, the reporter treated the patient with a glucagon injection. After administering the treatment, the patient reportedly developed symptoms of difficulty breathing. The reporter thought the patient was having an anxiety attack. The patient was taken to an emergency room (ER) where her blood glucose was tested. However, it is not known what blood glucose result(s) were obtained in the ER. According to the reporter, the patient did not receive treatment in the ER. A blood glucose result of "195 mg/dl" was reportedly obtained at 1:30 am on the day of the event. However, it is not known what device was used to obtain the reading. It would have been helpful to know the following information: the patient's testing frequency, what meter readings the patient obtained the night before the event, if the patient ate or skipped any meals prior to the event, and what actions the patient took in response to getting the reported meter readings. In addition, it would have been helpful to know what result(s) were obtained by the ER. According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers but was not cleaning the puncture sites correctly. The reporter performed 2 control solution tests that passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.